Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr tested her blood glucose and got a reading of 27 mg/dl. She retested, within ten minutes, using different fingersticks, and got a reading of 76 mg/dl which she felt agreed more to how she was feeling. She had checked the confirmation dot on the strip to be sure it was filled in, but did not check the color chart. She had been cleaning the optic area of her meter with alcohol. No symptoms were reported.